Event description:
It was reported that the patient's pump placed in 2007 dehisced with "no evidence of infection". However, a culture of the wound (date unknown) showed gram positive cocci and the patient was subsequently treated with bactrim. It was further reported that the pump was used to deliver hydromorphone, compounded baclofen, and bupivacaine. The patient had been treated with unspecified perioperative antibiotics. On eleven days later, an infection was suspected. The patient signs/symptoms were reported as fever, redness, drainage, and incisional wound opening. The primary location of the infection was the device pocket. The patient did not have meningitis. The patient was treated with unspecified intravenous and oral antibiotics. The patient did not experience any drug withdrawal. The patient's pump and catheter were explanted. The patient outcome was reported as "no injury".